Manufacturer narrative:
According to the reporting person there is no chance of getting the complaint sample or any further information like surgical reports, x-rays or anything else. Without the requested information a detailed investigation is not possible. Furthermore the complaint is regarded as "not comprehensible" and will be closed without any further action. Nevertheless the waldemar link gmbh & co. Kg is aiming for the highest product quality and trying to keep the failure rate as low as possible. In order to maintain and improve our quality, we rely on the feedback of our customers. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
Premature wear of the prosthesis.